Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent for a revision surgery due to broken material and non-union bone after 3 months of tfna implant. It was unknown if the revision surgery completed successfully. The patient was in adverse situation due to revision surgery for broken tfna. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown). Unk - nail head elements: tfna helical blade (part# unknown; lot# unknown; quantity: 1). This complaint involves two (2) devices. This report is for (1) unk - screws: trauma. This report is 2 of 2 (B)(4).